Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoir. Analysis inspected reservoir, snap-cap, and septum for anomalies. None were found. Analysis ran occlusion test. Reservoir was filled with diluent, and connected to a new infusion set. Analysis installed reservoir and connector into an insulin pump. Performed infusion set. Analysis installed reservoir and connector into an insulin pump. Analysis performed catheter tip. Conclusion: reservoir was not occluded. Also performed a visual inspection and found the transfer guard needle bent at 90 degree angle. The reservoir was unable to perform a pre-fill test due to said condition. Unable to confirm the customer received the transfer guard needle bent due to the product being opened and used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the reservoir was low. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 517 mg/dl at the time of incident. The customer's blood glucose was 375 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The reservoir will be returned for analysis.